Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the tubing at pinch valve pv27 was cut. The fse replaced the tubing, which repaired the leak and the failing differential backgrounds. (B)(4).

Event description:
While troubleshooting differential background failures on the coulter lh 500 hematology analyzer the field service engineer (fse) found a leak inside the instrument. The volume of the leak was about 5 ml and was contained within the instrument. The operator was wearing personal protective equipment (ppe) at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.